Event description:
It was reported by the rep that the (2) pmw35 were given to the rep with a note that the staples would not release. There was no effect to the pt and there are no other known details. The account would like the replacement to be pxw35.